Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The reported event was not reproduced during service evaluation. The functional testing of the received device did not reveal any malfunction or damages.

Event description:
It was reported that problems with the pump occurred. The pump will not be filled automatically with water when procedure is started. The device was then manually stopped and a run was performed without solving the issue. The device was then turn off and on and the issue appeared to be resolved. However during the surgery it was then noticed that the inflow was to fast compared to flow out. The flow was just 50ml/min and should have been 200ml/min. Due to this failure the joint did collapse. It was further noticed that a warning sign with a yellow triangle with an exclamation mark was shown. *** update dw 25-apr-2022 further information were provided that the initial reported event did not occur in the way it was reported. A pressure failure did occur but the reported event was identified prior to use and no patient was harmed. The pump was replaced before the surgery and the surgery itself could be then finished successfully with the new device.